Manufacturer narrative:
H3 device evaluated by mfg ¿ updated. Due to the automated manufacturing execution system (mes), there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the device was returned. The stent was found to be deployed in the hub of the microcatheter. The sdw (stent delivery wire) was found to be kinked/bent. The stent introducer sheath distal tip was found to be intact. The stent was found to be deployed partially inside the lumen of the microcatheter and partially in the hub of the microcatheter. A 0.0158" mandrel was advanced through the cut distal end of the microcatheter to release the stent from the hub. The stent was found to be deformed. The microcatheter used was returned for analysis and found to be intact. During functional inspection, stent difficult/unable to advance or pullback through catheter - a 0.0158" mandrel was advanced through the cut distal end of the microcatheter to release the stent from the hub with slight resistance felt releasing the stent. Stent deployed prematurely during use was visually confirmed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported ¿stent deployed prematurely during use' was visually confirmed during inspection of the microcatheter hub. The reported ¿stent difficult/unable to advance or pullback through catheter' and ¿stent difficult/unable to transfer' could not be duplicated as the stent was no longer loaded on the sdw. However, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure and the patient¿s anatomy was described as 'moderately tortuous'. It was reported that the operator 'prepared to use a microcatheter to deliver stent. When advancing the stent to go into microcatheter, big resistance was encountered, and the stent got stuck in microcatheter. After several tries the stent could not be advanced in microcatheter. Then the operator withdrew the stent but the stent deployed in microcatheter and only delivery wire was retracted'. A product condition update was later provided: 'after the procedure, the operator cut the microcatheter to search for the stent and the stent was at proximal of microcatheter¿. The stent was returned for analysis partially visible inside the moulded hub of the microcatheter and the remainder of the stent was present inside the lumen of the microcatheter. The stent was no longer present on the sdw. The introducer sheath was returned for analysis and was noted to be undamaged. The stent delivery wire (sdw) was also returned separately and was kinked/bent at multiple locations towards the distal end of the wire. Given the lack of damage noted to the distal tip opening of the introducer sheath and the deformation noted to the sdw, as well as the event description which notes increasing resistance when the stent was being advanced inside the microcatheter, it is possible that the introducer sheath was initially set up correctly but subsequently moved proximally prior to stent advancement out of the sheath. This would result in a gap between the distal end of the sheath and the microcatheter lumen. If this were to occur, it is likely that, during advancement of the stent to transfer it from the sheath into the proximal end of the microcatheter lumen, the stent would partially deploy into this gap. The user will then experience increased resistance while attempting to advance the stent through the microcatheter. This is one possible explanation to explain the analysis findings. An assignable cause of ¿procedural factors¿ has been assigned to the as reported ¿stent difficult/unable to advance or pullback through catheter¿, ¿stent deployed prematurely during use¿ and ¿stent difficult/unable to transfer¿ and as analyzed ¿stent deployed prematurely during use¿, ¿sdw kinked/bent¿ and ¿stent deformed¿ as this complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during the aneurysm embolization procedure, the physician placed a microcatheter to deliver the subject stent. While advancing the subject stent into the microcatheter, physician encountered resistance and subject stent got stuck in the microcatheter. After several tries the subject stent could not be advanced in microcatheter. The physician tried to withdraw the subject stent, however it deployed prematurely within the microcatheter and only the stent delivery wire was retracted. After the procedure, physician cut the microcatheter and found the subject stent at the proximal of the microcatheter. The subject stent was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during the aneurysm embolization procedure, the physician placed a microcatheter to deliver the subject stent. While advancing the subject stent into the microcatheter, physician encountered resistance and subject stent got stuck in the microcatheter. After several tries the subject stent could not be advanced in microcatheter. The physician tried to withdraw the subject stent, however it deployed prematurely within the microcatheter and only the stent delivery wire was retracted. After the procedure, physician cut the microcatheter and found the subject stent at the proximal of the microcatheter. The subject stent was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.